Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) a nurse from central (B)(6) hospital stated that the customer was admitted for dka. High bg t/s per dop. Patient's bg is 528 mg/dl. Nothing further was reported.